Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 11 oct 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced 13 different incidences, which were associated with separate units, involving 13 different patients. This is the fourth of thirteen reports. Refer to 3011270181-2019-00045 for the first report. Refer to 3011270181-2019-00046 for the second report. Refer to 3011270181-2019-00047 for the third report. Refer to 3011270181-2019-00049 for the fifth report. Refer to 3011270181-2019-00050 for the sixth report. Refer to 3011270181-2019-00051 for the seventh report. Refer to 3011270181-2019-00052 for the eighth report. Refer to 3011270181-2019-00053 for the ninth report. Refer to 3011270181-2019-00054 for the tenth report. Refer to 3011270181-2019-00055 for the eleventh report. Refer to 3011270181-2019-00056 for the twelfth report. Refer to 3011270181-2019-00057 for the thirteenth report. A study was published in professional education manager published article '2019_the occurrence and risk factors of inappropriately deep tip position of microcuff pediatric endotracheal tube during picu stay'. The study was performed at the pediatric intensive care unit at the national center for child health and development. All patients were on mechanical ventilation with microcuff pediatric endotracheal tube admitted between february 1, 2015, and july 31, 2016. One of the outcomes reported by the study was that inappropriately deep tip intubations that resulted in bronchial intubation occurred in 13 patients. No further information regarding these cases were provided.